Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported all of the buttons on the infusion device stopped working during the cartridge change procedure. Pt changed the battery, but the issue persisted. Pt restarted the infusion device again, and the up and down buttons worked but the menu and check buttons did not. The infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. No additional details were provided.